Event description:
Medtronic received information that 16 years post implant of this 25mm aortic bioprosthetic valve, the patient is being evaluated for a transcatheter valve-in-valve replacement. The reason for evaluation was reported as severe hypoattenuating thickening and calcification of the valve leaflets, a mean gradient of 42mmhg, and a peak aortic valve velocity of 4.05m/s. It was also reported that a thrombus/pannus was observed on a echocardiogram and a brain magnetic resonance imaging (MRI) was performed that showed a possible acute infarct. Further medical management/treatment is being performed now with a plan to pursue transcatheter aortic valve replacement (tavr) at a future date. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that reported the subsequent diagnosis of possible acute infarction was not confirmed. It was noted that subsequently 1 month post evaluation, the patient was admitted for septic shock. The septic shock was confirmed by a diagnosis of fungal endocarditis. Medication was administered. It was also reported that a diagnosis of pneumocystis jiroveci pneumonia or fungal pneumonia was confirmed. It was also noted that the physician believes the infection was contracted by the patient on a trip to india. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.